Event description:
It was reported that a pump alarmed for a system error 105. No pt injury has been reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 105. Further eval determined the alarm to be caused by a failed motor which has been replaced.